Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 01/04/2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/22/2017 with the following findings: pump powers on to a blank display; unable to perform steps 6/7/10/11. Opened pump to inspect display/flex; evidence of moisture on main pcb/display flex, crack between case seal & keypad cover. Battery compartment crack at case seal below the bumper.